Event description:
It was reported a complication occurred that required surgery. A patient attempted to have a left atrial appendage (laa) closure procedure in (B)(6) 2020, but the procedure was unable to be performed since the patients potassium level was too high. The procedure was rescheduled and performed on (B)(6) 2020. At an unknown point, a complication occurred which required open heart surgery. The surgery was performed and the laa was clipped. The patient was in third stage kidney disease and the date of diagnosis was not specified. The patient remained hospitalized and was placed in the intensive care unit. She required the use of a ventilator. The patient was discharged from the hospital on (B)(6) 2020. The patient continues to have follow up appointments and is on dialysis.

Manufacturer narrative:
Correction: this is not a complaint against watchman since the pigtail caused the pericardial effusion.

Event description:
It was reported a complication occurred that required surgery. A patient attempted to have a left atrial appendage (laa) closure procedure in (B)(6) 2020, but the procedure was unable to be performed since the patients potassium level was too high. The procedure was rescheduled and performed on (B)(6) 2020. At an unknown point, a complication occurred which required open heart surgery. The surgery was performed and the laa was clipped. The patient was in third stage kidney disease and the date of diagnosis was not specified. The patient remained hospitalized and was placed in the intensive care unit. She required the use of a ventilator. The patient was discharged from the hospital on (B)(6) 2020. The patient continues to have follow up appointments and is on dialysis. It was further reported that after recapturing the 27mm device, a sweep for effusion was preformed and no effusion was noticed. The physician placed the wire back in the pig tail to help support the catheter while accessing the was. When the wire and pig tail exited the sheath in the appendage the wire created a small perforation in the back anterior wall of the appendage. The pig tail cath went across the wire and exited the appendage and could be seen on fluoroscopy outside the appendage. The patients pressure was stable and we looked for effusion. A small effusion of 2mm was appreciated on the anterior side of the appendage. CT surgery was called and the decision was made to tap the pericardial space and to reverse the heparin. 1100cc of blood were drawn off and given back through a cell saver. A clot in the pericardial space formed and they were no longer able to draw blood. The effusion continued to grow and the decision was made to open the chest and clip the appendage. The patient remained stable. The appendage was noted to be almost brittle in nature and was easily torn. No clip was placed because of the nature of the tissue. The hole was closed and the patient was sent to the ICU and is expected to make a full recovery. Therefore, this is not a complaint against watchman since the pigtail caused the pericardial effusion.